Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0eknz, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider removed and replaced the device because the implantable neurostimulator (ins) was lying on the bone. The implant was done by another hcp. It was indicated that the patient had no benefit and a botox was provided to the patient. The issue was resolved at time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.